Event description:
It was reported that patient had revision of right knee due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 64812100, lot # 060610, description: mrh tib rot comp xs-xl. Cat # 64812140, lot # ldt187, description: mrhk tibial sleeve. Cat # 64811120, lot # ctd4510, description: mrh knee fem m lft. Cat # 64812110, lot # ldt681, description: mrhk femoral bushing. Cat # 64812110, lot # ldu374, description: mrhk femoral bushing. Cat # 64812130, lot # ldu137, description: mrhk bumper insert - neutral. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Update: this event is a duplicate of (B)(4). Invesitgation results and conclusions will be documented on MFR#0002249697-2014-04794.

Event description:
It was reported that patient had revision of right knee due to infection. Update: this event is a duplicate of pi717255. Investigation results and conclusions will be documented on MFR#0002249697-2014-04794.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving an mrh insert was reported. The event was not confirmed. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ids. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient had revision of right knee due to infection.